Event description:
It was reported that the user experienced a hyperglycemic event and attributed it to sickness, with no device alerts or alarms reported. Symptoms included high blood glucose. Outcomes included no reported medical intervention or hospitalization. Investigation included outreach to collect additional event details and blood glucose information. Investigation of this case revealed that the cause of hyperglycemia remains unclear, and there was no evidence of device malfunction based on the absence of alarms. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate due to insufficient information. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.